Event description:
It was initially reported that vns pt was being reimplanted due to eos. After the generator was received by MFR, the product analysis results showed that the generator had 4.60 yrs left to eri=yes. According to product analysis, the device performed according to MFR's functional specifications. Further f/u with pt's treating neurologist revealed that pt was having voice alteration and increase in seizures. It appeared from clinic notes that pt was referred for vns generator replacement due to clinical end of svc. In the clinic notes, it is mentioned that vns therapy has helped with petite mal seizures but not grand mal seizures. There was no prior programming changes prior to increase in seizures. However, the neurologist tried different medication such as keppra and lamictal xr to observe the seizure rate while the vns generator was turned off. After vns replacement, pt had complex seizures during his stay at the hospital over the next 2 nights and the treating neurologist increased his medication, vimprat, to 200 mg twice a day which was tolerated well with the pt. Pt did not have any seizures the night prior to getting released. Further f/u with the neurologist revealed that the pt pre-vns seizures were unk and the pt hasn't been seen by a neurologist after implantation.